Event description:
Ous MDR - boston scientific received info that shortly after the implant procedure high pacing thresholds were noted on this right ventricular lead. A revision took place and when inserting the stylet into the lead it was not possible to advance due to something being stuck inside the lead lumen. A new lead was implanted successfully. The explanted lead will be returned. Upon return and analysis this investigation will be updated.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.